Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level dropped from 121 mg/dl to 48 mg/dl. The customer treated her blood glucose level with soda but when she rechecked her blood glucose level it went down to 46 mg/dl. Therefore, she drank more soda and her blood glucose rose to 85 mg/dl. The device was not returned.